Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition another anvil was received with the washer present and uncut. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvils were attached on the device completely and without any difficulties and did not detach during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Call was received via emergency line. Case is still actively in progress. Caller states that the surgeon is unable to snap the anvil into the anvil shaft. The nurse states that they did not feel a "click" and they were unable to use the device. The case is still ongoing. A second gun is being opened. Reviewed package insert and instructions for use. Second gun was able to complete the case. There were no patient consequences listed during the case.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.